Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal coil was fractured which resulted in a capture anomaly. The distal insulation was damaged. The damage was a result of physiological factors (i.e.: rib-clavicle crush).

Event description:
It was reported that the lead exhibited loss of capture. The lead was explanted.